Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted; give date: n/a (not applicable). If explanted; give date: n/a (not applicable). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was removed from the patient¿s left eye due to a positioning issue. In addition, the haptic was noticed to have bent. The lens had to be removed and replaced with the same model and type lens. Reportedly, the patient is doing good. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 10/8/2018, device returned to manufacturer? Yes. Device evaluation: visual inspection of the returned lens shows loose fibers/particles observed on the lens and are related to the handling of the unit out of a sterile environment. Residue of viscoelastic material was observed on lens. Lens was also observed with a large cut and both haptics damaged/distorted. The condition in which the sample was returned is consistent with a lens that was implanted and removed. The complaint issue reported was verified. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.